Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 1999 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted due to sui and urethral hypermobility. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 4/14/2017.